Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned. If the product is returned, this complaint will be reopened for further investigation. Records were reviewed in order to ensure that complied with gmp's requirements and manufacturing procedures. Visual inspection was performed on 32 samples taken from cleo production line and were visually inspected in order to verify that the spring is not released. No discrepancies were detected. No root cause could be determined since the complaint could not be confirmed since no samples or pictures were received for evaluation. No corrective actions are required since the complaint could not be confirmed since no samples or pictures were received for evaluation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that subject developed gd 7 infusion reaction right side of abdomen. Abdomen distended when viewed from side. No patient injury was reported.